Event description:
Caller reported the buttons on the pump are defective. Caller stated the button went out and the customer cannot use the pump. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.